Event description:
It was reported that after the implantation of the harmony transcatheter pulmonary valve, cardiac dysfunction and a change of the anterior wall portion of the heart occurred. Catheterization revealed occlusion of the left coronary artery, and a stent implantation was performed as a result of the occlusion. The patient was hospitalized in the intensive care unit and subsequently died. Additional information was received to report the harmony valve implant procedure was free of complications. However, after the patient was extubated, pulmonary edema was noted; diuretic and subsequent inotropic medication was administered. A computed tomography was performed of the chest and showed a thickening of probable blood origin at the lung level, "not replenished". There was no active bleed at the level of the accesses. The patient progressively worsened and was admitted to the post-operative intensive care unit. A bleed at the right femoral access was addressed and promptly arrested with manual compression, compression bandage, and the patient was administered a concentrated blood transfusion. The patient was evaluated by a vascular surgeon with ultrasound and bronchoscopy, no further bleeding was noted. In the morning hours, post-operative day one, the patient experienced arrhythmias including ventricular fibrillation; direct current electrical shock was delivered. A coronarography was performed and showed compression of the common truncus ostia which required a stent implant. The patient experienced a significant aggravation of condition with exitus in the morning hours on post-operative day two.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional annex e codes were added. Additional codes. Annex f codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the implantation of the harmony transcatheter pulmonary valve, cardiac dysfunction and a change of the anterior wall portion of the heart occurred. Catheterization revealed occlusion of the left coronary artery, and a stent implantation was performed as a result of the occlusion. The patient was hospitalized in the intensive care unit and subsequently died.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot number (unknown); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 section d information references the main component of the system. Other relevant device(s) are: product ID harmony-dcs; serial/lot number: n/a; use by date: n/a; UDI number: n/a h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death had multifactorial etiology including pulmonary edema from pulmonary overflow, anemia from bronchial branch perforation, low flow rate, common trunk stenosis with myocardial ischemia and metabolic acidosis. The valve could not be excluded as a contributing cause of death as it caused the compression of the coronary common trunk. The delivery catheter system (dcs) could not be excluded as a contributing cause of death as it flowed on the guidewire that perforated the pulmonary branch. The dcs did not dislodge calcium or plaque that occluded the coronary artery. The patient's underlying medical history contributed to death due to the presence of the known ectasia of the ascending aorta, major dilatation of the right ventricle, and low ejection fraction of the right ventricle. No thrombosis in the coronary prior to the patient death, only narrowing of the ostialis common truncus.

Manufacturer narrative:
Image review: pre and post implant computed tomography (CT)¿s reviewed. Pre-implant CT is suggestive of acute angulation of the left coronary artery. Thickened, calcified transannular patch noted. Mid-pa dimensions measures 24.6 mm. Post implant CT of the device shows the anterior crown of zig 6 is indented into the inflow of the device. There is mild thickening in the valve housing, creating mild narrowing. The right coronary artery appears unchanged post implant. There is a diminished proximal dimension of the left coronary artery post implant. Unable to comment on ventricular function. The valve position and shape from implant angiogram looks acceptable. It appears that the frame is conforming to the anatomy. The aortic root angiogram performed at implant shows the left coronary filling. Filling is perhaps a bit sluggish, but there is no baseline angiogram to compare to. On the post-implant CT there is notable compression of the left main coronary artery by the harmony frame near strut 2. On the angiogram post this shot with the wire in place is consistent with what is shown on the CT. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the system reported device specifics were received: product ID: harmony-dcs; product lot number: 0012699637; product type: 0195-heart valves; manufactured date: 2025-03-04; use before date: 2026-03-04; full UDI #: (B)(4). Non-implantable device corrected data: the above system reported device was incorrectly noted as a concomitant product in the initial medwatch report. Let this report accurately reflect the device as a system reported device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the implantation of the harmony transcatheter pulmonary valve, cardiac dysfunction and a change of the anterior wall portion of the heart occurred. Catheterization revealed occlusion of the left coronary artery, and a stent implantation was performed as a result of the occlusion. The patient was hospitalized in the intensive care unit and subsequently died. Additional information was received to report the harmony valve implant procedure was free of complications. However, after the patient was extubated, pulmonary edema was noted; diuretic and subsequent inotropic medication was administered. A computed tomography was performed of the chest and showed a thickening of probable blood origin at the lung level, "not replenished". There was no active bleed at the level of the accesses. The patient progressively worsened and was admitted to the post-operative intensive care unit. A bleed at the right femoral access was addressed and promptly arrested with manual compression, compression bandage, and the patient was administered a concentrated blood transfusion. The patient was evaluated by a vascular surgeon with ultrasound and bronchoscopy, nofurther bleeding was noted. In the morning hours, post-operative day one, the patient experienced arrhythmias including ventricular fibrillation; direct current electrical shock was delivered. A coronarography was performed and showed compression of the common truncus ostia which required a stent implant. The patient experienced a significant aggravation of condition with exitus in the morning hours on post-operative day two. Additional information was received that per the physician, the cause of death had multifactorial etiology including pulmonary edema from pulmonary overflow, anemia from bronchial branch perforation, low flow rate, common trunk stenosis with myocardial ischemia and metabolic acidosis. The valve could not be excluded as a contributing cause of death as it caused the compression of the coronary common trunk. The delivery catheter system (dcs) could not be excluded as a contributing cause of death as it flowed on the guidewire that perforated the pulmonary branch. The dcs did not dislodge calcium or plaque that occluded the coronary artery. The patient's underlying medical history contributed to death due to the presence of the known ectasia of the ascending aorta, major dilatation of the right ventricle, and low ejection fraction of the right ventricle. No thrombosis in the coronary prior to the patient death, only narrowing of the ostialis common truncus.

Manufacturer narrative:
Updated data: d3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.